Event description:
A nurse attempted to set the brakes on this stretcher but they would not engage and she claimed that her knee hurt. An investigation revealed there was no lost time or treatment given for the alleged injury.

Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. There was no serious injury in this event, this is being reported due to the malfunction which could cause a serious injury. The technician replaced the brake/steer pedals in order to resolve the problem.